Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient with an implanted neurostimulator ( ins) for non-malignant pain. It was reported the patient was seen 2 weeks post-implant and complained of sharp pains in the pocket intermittently on (B)(6) 2017 only during reprogramming. The rep could not replicate the sensation by palpating with or without stimulation on. Since the issue seemed to resolve the rep advised the patient to let someone know if they felt the pain again or if it became worse. It was further reported that impedance measurements were taken and at 0.7 volts electrodes 9-15 were all over 10,000 ohms. The rep tested again at 1.5 v and electrodes 14-15 became within range but electrodes 9-13 were over 20,000 ohms. The rep stated that the patient was not programmed on any of these contacts and believed they were high at implant as well. The rep did not plan to program on these contacts which were high at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that the patient had no symptoms when they were done with programming and the patient was receiving stim after implant. The contacts with the high impedances were not being used and the patient will contact them if they have any further discomfort.